Event description:
Additional information was received that the patient had their generator and lead were explanted and replaced on (B)(6) 2015. Pre-op interrogation and system diagnostics were performed and indicated high lead impedance. The new generator and lead were successfully implanted with normal diagnostic readings obtained. The explanted products are retained by the hospital and therefore will not be sent to cyberonics for product analysis.

Event description:
It was reported that the vns patient¿s device was tested and system diagnostic results revealed high impedance. The patient presented with pain and redness at the generator site and had been experiencing an increase in seizures back to pre-vns baseline levels. The patient¿s device was disabled, but the pain and redness did not resolve. The physician attributed the symptoms to a lead fracture. The patient was referred for surgery but no known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.